Event description:
It was reported during remote follow up that the right ventricular lead exhibited oversensing due to noise that resulted in pacing inhibition. No intervention was reported. The patient was stable and asymptomatic.